Event description:
Caller reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.